Event description:
Following a renal angiogram/stent procedure, a vasoseal es was deployed. The patient later returned to the emergency room in october 2002 with no pulses. 5 days later the patient was taken to radiology and an angioplasty and stent placement was attempted. Some flow was restored but, the patient was then sent to the operating room for a thrombectomy. The surgeon reported a throumbus in the common femoral artery. No further complications were reported.